Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There is tip damage. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The sterling device inflated and held pressure for 5 minutes without leaking. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 3.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 3.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.